Event description:
The surgeon implanted a silicone lens model aq2010v and was removed without patient injury. The facility stated that the pt had a dislocated intraocular which was pre-existing. Additionally, the facility indicated that there was no product mulfunction.